Event description:
It was reported that during a pulmonary segmentectomy procedure, during the firing of the stapler, it broke releasing a metal piece. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Results: broken saddle pin, detached/missing bearing. The analysis found that one device was returned with the saddle pin loose, both bearings missing, and without a reload present. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.